Event description:
Event description cpi received information that this ventricular transvenous defibrillation lead had dislodged one month post implant. The patient has a smooth ventricle. Another cpi lead was successfully implanted.